Event description:
It was reported to philips that the device has been intermittently powering on and off. There was no patient involvement.

Event description:
It was reported to philips that the device has been intermittently powering on and off. There was no patient involvement. The bench technician evaluated the device and confirmed the power on-off issue. The device needs multiple parts: therapy pca, processor pca display, inverter pca, and inverter pca to processor pca. Upon conclusion of the evaluation, it was determined that the therapy pca, processor pca display, inverter pca, and an inverter pca to processor pca require replacement. Also, the configuration must be reinstalled. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device passed all testing.